Manufacturer narrative:
The aux o2 option was turned on and issue resolved. Block a: no report of patient involvement. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in inability to initiate aux o2. There was no patient involvement.